Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 05-jan-2026 against "lot number" 6011729 and similar malfunction code(s): leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined), leakage issues-cannot be determined. In the review found a non-conformance (nc) shifted tyvek and it is not associated to reported issue on this complaint. Similar complaints search: a query was run in the eqms on 05-jan-2026 against "lot number" criteria equal 6011729 and similar malfunction code(s): leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined), leakage issues-cannot be determined. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6011729 was manufactured according to the work instruction (wi) version 75 and manufactured in the line 6 on 22-feb-2025 with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b00208 was manufactured according to the wi version 66 and manufactured in the machine sc02, on 15-feb-2025, with a total of (B)(4) units. Gluing of tubing of the lot 5b04555 was manufactured according to the wi version 66 and manufactured in the machine sc02, on 23-feb-2025, with a total of (B)(4) units. The DHR review indicated a non-conformance 2147652 shifted tyvek and it is not associated to reported issue on this complaint, therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor finding. It was managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011729 and related malfunction codes for leakage. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.